Manufacturer narrative:
Product ID: 3889-28, lot# va1mffy, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the cause of the lead revision was due to no motor response on electrode 0 and 1, the device was not helping symptoms and was causing site pain. It was unknown whether there were any factors that may have contributed to the issue. On (B)(6) 2019 the lead was removed as it appeared to be in poor position per surgeon. Lead was discarded. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mffy, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient underwent a revision, lead wire replaced. When the healthcare professional (hcp) checked, "the only wire was only kind working on 2 of the leads." No further complications were reported or are anticipated.